Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a prostar xl device after a balloon angioplasty of the aortic valve interventional procedure, using a 10f sheath. Reportedly, continuous blood flow through the marker lumen was not achieved. The physician continued to advance the device which caused a widening of the arteriotomy to greater than 12f. Three perclose proglide devices were successfully deployed but hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure. The physician is reportedly in-training in the use of the prostarxl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other three proglide devices that were referenced are being filed under separate medwatch MFR numbers.

Event description:
Subsequent to the initial medwatch report, additional information received indicates the physician is trained in use of the prostar xl device. No additional information is available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Device (B)(4): arteriotomy was 12f. Per the instructions for use - the prostar xl pvs system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 8.5f to 10f sheaths. Device (B)(4): per the instructions for use - if a continuous drip of blood, luminal marking, from the dedicated marker lumen is not apparent, withdraw the prostar xl device and follow conventional compression protocol, or replace the prostar xl device with an appropriately sized introducer sheath.

Manufacturer narrative:
(B)(4). Correction - the physician is trained in use of the device. Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed the handle was still in the pre-deployed position with no slack on the sutures. The marker tube appeared normal and not occluded. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that the device continued to be advanced which caused a widening of the arteriotomy to greater than 12f. The instructions for use states: if a continuous drip of blood (luminal marking) from the dedicated marker lumen is not apparent, withdraw the device to expose the marker port. Flush the marker lumen to verify patency and then continue to gently advance the prostar xl device while rotating the barrel. If continuous marking is still not achieved, remove the prostar xl device and follow conventional compression protocol, or replace the prostar xl with an appropriately sized introducer sheath. Based on the information reviewed, there is no indication of a product deficiency.